Event description:
It was reported that during a stenting treatment procedure, deflation difficulties occurred. The 70mm and 100% stenosed lesion being treated was located in the calcified superior femoral artery. Using a non-bsc guide wire, the physician advanced a 5.0x80mmx135cm sterling balloon catheter to the target lesion. The balloon was inflated for 3 minutes within normal working range. Using an encore inflation device the physician attempted to deflate the balloon however it did not deflate. The physician then attempted to deflate the balloon using a 5cc syringe however it still did not deflate. The procedure was completed by using a 3cc syringe to deflate the balloon and it was successfully removed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the balloon was partially inflated, as-received. There was solidified contrast in the inflation lumen. There was no evidence of any proximal bond anomalies or distal outer neckdown. The catheter was soaked in a warm water bath to dissolve solidified contrast in the inflation lumen. A .018" guidewire was inserted into the tip and advanced through the lumen. An inflation device filled with water was used to pressurize the balloon to rated burst pressure (rbp) for 5 minutes. The device maintained rbp for 5 minutes with no evidence of leaks or other irregularities. After the 5 minute inflation period, negative pressure was applied with an inflation device. The device deflated within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, deflation difficulties occurred. The 70mm and 100% stenosed lesion being treated was located in the calcified superior femoral artery. Using a non-bsc guide wire, the physician advanced a 5.0x80mmx135cm sterling balloon catheter to the target lesion. The balloon was inflated for 3 minutes within normal working range. Using an encore inflation device the physician attempted to deflate the balloon however it did not deflate. The physician then attempted to deflate the balloon using a 5cc syringe however it still did not deflate. The procedure was completed by using a 3cc syringe to deflate the balloon and it was successfully removed. No patient complications were reported and the patient's status is fine.